Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the computer/analog and defibrillator pcas. Multiple components on the pcas were thermally damaged. Due to the extent of the damage the root cause was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
While investigating a monitor for an unrelated issue, a reportable problem was identified. The monitor was unable to power on.